Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; the weight the device within specification, crease fold, wear abrasion, deformation and cloudy color in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: creases are observed but have no relationship with manufacturing. No were observed openings on the device or issues related with the complaint (rupture).

Event description:
Healthcare professional reported a right side rupture, pain and "creases." Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through resp. Psr. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture, pain and "creases." Device has been explanted.